Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicon on the jaws separated slightly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # cs-cpl-2018-01099. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and tissue was observed on the heater wire, which was observed to be intact, no visual defects were observed. The silicon insulation on the cold jaw was observed to be peeled away from the center of the cold jaw tip of the cold jaw, exposing the metal portion of the cold jaw, but remained attached to the cold jaw. The silicon insulation on the hot jaw was observed to be intact, no visual defects were observed. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicon on the jaws separated slightly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.